Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Troubleshooting was performed. Customer states the insulin exited and pump alarmed insulin flow blocked. Customer treated there were air bubbles in the reservoir. The insulin pump, sensor, reservoir will be returning.